Event description:
Gastric bypass procedure. Cs21 dlu ancillary trocar broke at the distal tip. As the procedure continued, the trocar broke in the midshaft of the anvil, causing the surgeon to have to cut the anvil out of the pt. Converted to competitive product to complete the case.